Manufacturer narrative:
Additional information was added to h6 and h11: h11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and showed a pouch opened at the seal. Wrinkle appearance was also noted on the pouch. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the outer packaging of the minicap transfer set was not sealed. This was identified before use of the device for peritoneal dialysis therapy. The transfer set was not used. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.